Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the flexible drill shaft was broken during routine check up. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h2; h3; h4; h6 . Visual inspection of the returned drill driver found that the head to be completely fractured from the remainder of the flexible driver. The device also exhibits wear consistent with usage of device. Additional testing on the flexible silicone drill driver sample showed that the wire suspected to have fractured due to fatigue. Review of device history records identified no deviations or anomalies during manufacturing. The device has been in the field for approximately three years and five months. It is unknown for how many times the device is being used. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.